Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the x-stage cover to resolve the reported issue. Unrelated to the reported issue, the representative also replaced the hand-switch and bellow slides on the imaging system due to cosmetic damages. Functionality was not affected by the two components. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-stage cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the x-stage cover for the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.